Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported patient underwent a total hip arthroplasty on an unknown date. During post operative monitoring and testing, it was noted patient had elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient. No further information has been provided at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05947 & 2014-04938).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a total hip arthroplasty on (B)(6), 2004. During post operative monitoring and testing, it was noted patient had elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient. Subsequently, patient was revised on an unknown date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And " undesirable shortening of limb. "

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. During post operative monitoring and testing, it was noted patient had elevated metal ion levels. These findings were found due to follow up testing, there were no symptoms reported by the patient. Subsequently, patient was revised on an unknown date. Additional information received from clinical study data noted that the presence of a leg length discrepancy and pain